Event description:
A request was made for the device to be serviced for mechanical failure of the green cable & the rear rotation knob is starting to strip. There have been no patient consequences reported.

Manufacturer narrative:
Blue/green cable and lemo connector blue seal replaced. H3 evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.